Event description:
Device 3 of 3. Reference MFR report#: 1627487-2012-05694. Reference MFR report#: 1627487-2012-05695. The pt had an ipg, four leads (from the same lot), and two lead extensions (from the same lot) for off-label use. It was reported the pt had passed away. The cause of death is unk. It is also unk if the death was related to the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.